Manufacturer narrative:
Analysis of the pump found two gear train anomalies of the motor; corrosion and/or wear and/or lubrication as well as a stall due to shaft bearing. A feedthru anomaly was also seen of the motor, shorting across the insulator.

Event description:
Additional information received reported, the patient wasn¿t taking other oral antispasmodics at the time of the event. The cause of the stall remained unknown. It was noted, the patient was now doing very well with their new pump.

Event description:
It was reported that an explant was planned due to an unrecovered motor stall. It was noted that the actions required as a result of the event included replacement. It was reported that the patient exhibited a return of spasticity and irritability. It was noted that when logs were checked, a motor stall was found on (B)(6) 2013 that did not recover. It was reported that the patient¿s status at the time of report was alive ¿ no injury. It was noted that the patient had increased spasticity. It was reported that the patient was in hospital (hosp) for special care. It was noted that the patient¿s pump was being used to infuse baclofen. It was later reported that the patient is a cerebral palsy (cp) patient that lives on a ventilator. It was noted that no other symptoms were reported however patient is difficult to assess because of patient condition. It was reported that the patient¿s pump was being used to infuse gablofen. Additional information received reported that the cause of the motor stall was not determined. It was noted that the pump was replaced on (B)(6) 2014. It was reported that the patient¿s new pump was filled with loresal. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information reported that there was a ¿stopped pump period may exceed tube set¿ occurred on 2014-(B)(6). It was noted that multiple motor stalls occurred with recover prior to 2014-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).